Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing of the battery handpiece device was wornout and leaky, the etching was wornout, and the trigger was broken/torn off. It was noted that color ring rotating sleeve was missing, the magnet holder of the button was broken, and the housing knocker was worn out. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check fitting of the lids, check proper function of the triggers, check for leakage, and marking and labeling. This event did not occur during surgery. It was noted in the service order that the lid and handpiece had a loose connection and was not working. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.